Manufacturer narrative:
H11: review of livanova complaints database identified no other occurrences notified since unit installation in 2023. Based on the collected information, taking into account the claimed event and the parts replaced to correct it, it cannot be ruled out that the most likely root cause of the issue is a corroded / (partially) stuck pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, in the stationary phase and which did not allow the motor to freely rotate.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service representative was dispatched to the facility to investigate the device and found that patient pump 1 was stiff to rotate and patient pump 2 noisy when running. To solve the issue, the engineer replaced both pumps device was then checked, thorough functionally tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the error pump 2 is not working/blocked (e18 / e16) during service. There was no patient involvement.